Manufacturer narrative:
(B)(4). Batch # p5697v. The analysis results found that the ats45 device was received with the firing mechanism damaged and with one cartridge present, loaded on the device. The reload was received partially fired 2/3 and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during an unknown procedure, the device had already been fired once; however, during one of the firings to follow the blade would not advance at all; the reload was inserted correctly. The device was kept to one side and a new one opened to compete the case. There were no adverse consequences for the patient reported. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.